Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device had declared elective replacement indicator (eri) and approximately 7 months later declared end of life. This transition was greater than 3 months and within device specifications. The device was returned in battery expired status; therefore the generator was backed out of bex and device operation was testing. Due to the battery voltage tachy therapy was not tested. Based on information contained in the device memory the most recent successful capacitor reformation recorded by the device occurred on (B)(6) 2010 (approximately 1 month prior to declaration of bex). It is believed that the device was able to provide therapy up until the transition to eol-bex. While undergoing testing the device was backed out eol-bex to enable pacing tests. The device was able to output waveforms of the proper amplitude, width and shape based on the programmed settings. Analysis concluded that this product was operating within specifications regarding it's battery status.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available this event will be updated.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, exhibited a battery voltage of 2.17 volts, with a charge time measurement of 31 seconds. The device status was in storage mode with no therapy available to the patient. An invasive surgical procedure was performed and the device was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device has been returned for analysis.